Event description:
On (B)(6) 2012 the reporter contacted animas stating that on (B)(6) 2012 the pump lost power while the patient was swimming. The reporter noted that she changed the battery and the pump came back on and was functioning normally after the battery change. The reporter stated that when she removed the old battery, it was wet. The reporter denied any cracks in the battery compartment and confirmed that the battery cap was intact and secure to the pump. The battery cap was reportedly replaced within the past three months. While on the phone with animas customer support, the reporter removed the new battery from the pump and confirmed that the battery and the battery compartment were both dry with no signs of moisture or corrosion. The reporter noted that the keypad has been torn for several months and that they had taped the keypad down and the patient had continued to swim with a damaged pump. Customer support advised the reporter that with a keypad tear, the pump was no longer waterproof. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012: testing was not able to duplicate the reported power issues. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Battery cap contact height and width were found to be in specifications. Pump was opened and no damage was found to power circuit. The keypad was found to be damaged and was removed. Damaged/misaligned contacts and contamination were seen. The pump passed a leak test and no evidence of internal moisture damage was found.